Event description:
It was reported that the patient experienced fatigue and shortness of breath. It was noted there was loss of capture at maximum output and fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 500dm31 mechanical valve implanted: 2004 (B)(6). (B)(4).